Event description:
It was reported that the patient was showing some "more signs" of symptom return which seemed worse when the patient was at home. The reporter indicated that there was a ham radio tower located 300 feet from the patient's house. The patient reportedly mowed near this radio tower which placed him within 25 feet from it. The patient only mowed that section periodically. It was noted that the patient was also falling more often than before. The reporter noted that the health care professional had recently interrogated the implantable neurostimulator (ins) and saw no unusual on/off activations. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# v003964, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v003823, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 64002, lot# n221054, implanted: (B)(6), 2010, product type: adapter. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).